Event description:
The customer reported that the system was arcing and displaying overload fault error messages. This will shut the system down un-commanded. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and interconnect cable and cleaned and re-greased the high voltage candlestick connectors. The system operates as intended.